Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy, while being used for ligation of tissue, the clips in the applier did not form correctly, they were slanted. The client had to use another clip applier of the same reference to complete the case. There was no patient injury.